Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a spike disconnecting from a heater bag. The report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Although it is not clear from the complaint the cause of the disconnection, the complaint is potentially related to the patient not spiking the bag properly. On page 11-15 of homechoice apd systems patient at-home guide (07-19-61-244) issued on october 2, 2009, patients are instructed how to properly connect the solution bags. On page 3-10 of the guide, patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. This review finds the labeling adequate for the potential use error in the complaint. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue.

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): 'vitrectomy probe was difficult to connect" (fitting problem). The nurse reported a posterior capsule tear occurred. The nurse stated the vitrectomy probe was difficult to connect to the system. Additional information rec'd from the nurse stated she was able to force the anterior vitrectomy probe connector on to the system. The anterior vitrectomy was completed. The nurse stated the posterior capsule tear was a case complication and did no fault any alcon product.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated she did not recall any specific detail regarding the spike coming back out of the heater bag. The hp stated she is not having any issues with her therapy and could not provide companion lot numbers as she is using a new box of supplies. The hp confirmed her therapy was going well.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding assistance to start over with new supplies on the homechoice (hc) unit during set up. The home patient (hp) stated she was spiking the heater bag when the spike came back out. The technical service representative (tsr) instructed the hp to cycle power off/on and to return back to press go to start. The hp confirmed the cassette was unloaded and she would start over using new supplies. There was no injury or medical intervention reported. No additional information is available at this time.